Event description:
It was reported that the patient presented to the emergency department feeling light headed with bradycardia and complete heart block. The right ventricular (rv) lead exhibited high threshold and loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.